Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the reported information and results of the complaint investigation, there is no indication that the reported difficulty removing the device from the guiding catheter or failure to fold (bunched balloon) is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, it is possible that since this is a larger balloon profile, sufficient time was not allowed to fully deflate the balloon before an attempt was made to withdraw the device resulting in the reported bunching of the balloon and subsequently resulted in the reported difficulty removing the device; however, a conclusive cause cannot be determined. D9, h3 - device returning update from yes to no.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left anterior descending artery that is 70% stenosed. The 4.0x08mm nc traveler balloon dilatation catheter (bdc) was inflated to 12 atmospheres and deflated. When attempting to pullback the bdc from the 6f guiding catheter it could not be removed. Therefore, the bdc and the guiding catheter were removed together. It was observed that the bdc tip was bunched. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.